Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. An unk taxus liberte stent was implanted in the lesion. During post stenting the 3.5x20mm quantum maverick balloon was inflated four times. The first inflation was to twelve atmospheres. The second, third and fourth inflations were to eighteen atmospheres and on the fourth inflation the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).